Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corner.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error while the customer was at the beach. The blood glucose reading was 86 mg/dl. No significant events leading to the alarm were observed. The customer stated that the device was acting funny, so she replaced the battery, and that was when she received the button error alarm. Advised replacement of the insulin pump. Nothing further reported.